Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the study the use of post-lung resection digital drainage does not appear to decrease pleural fluid formation, but is associated with decreased prolonged air leaks.

Event description:
Received an article titled "does the usage of digital chest drainage systems reduce pleural inflammation and volume of pleural effusion following oncologic pulmonary resection". The purpose of the article was to hypothesize that digital drainage systems, using intermittent balanced suction, are associated with decreased pleural inflammation and postoperative drainage volumes, thus leading to earlier chest tube removal. Per the article adverse events included hypoxia, prolonged air leak, recurrent pneumothorax and pleural inflammation.